Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 694765 lead, implanted (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy for supra ventricular tachycardia (svt) detected by implantable cardioverter defibrillator (ICD) device. Reprogramming was performed. The device remains in use. No further patient complications have been reported as a result of this event.